Event description:
It was reported that the 9800 system locked up and the c-arm went to squares. It was also noted that the work station monitor image was distorted. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the generator interface board (gib). Replaced the gib. The system was tested and found to be working as intended and placed back into service.